Event description:
Small leak observed from circular housing around heat exchanger during priming. Inlet port section is suspect but customer could not confirm. User facility suspects unit may have been dropped.

Manufacturer narrative:
The factory confirmed the leak. The cause of the defect was determined to be excessive solvent inadvertently adhering to the heat exchange outlet port. An equipment modification was effected to prevent excessive solvent deposition.